Manufacturer narrative:
(B) (4).

Event description:
Same case as MFR report #2134265-2010-01084.

Event description:
It was reported that during a coronary artery angiography procedure a dissection occurred. The procedure was indicated due to recurrent chest tightness at rest and syncope. A 6f runway jr4 sh guide catheter was advanced; however, the guide catheter kept being "grabbed" in the right groin, ultimately twisting an unable to be utilized. The device was exchanged for another of the same device with the same result. Angiographic evaluation of the right femoral area was performed and it was noted to be an "extremely tortuous vessel". A dissection was noted. An attempt to access the left femoral artery was performed and arterial flow was obtained; however this vessel was also noted to be "extremely tortuous". Ultimately access was obtained in all 4 extremities. Unspecified 10x60 and 10x80 self expanding stents were implanted in the right iliac artery and postdilated with an unknown 10mm balloon. A 3x8mm quantum balloon was advanced to the right coronary artery (rca) ostium and inflated to 18 atms for 1 minute. A 3x8mm promus drug eluting stent (des) was deployed at 14 atms for 50 seconds. An ostial lesion remained that was treated with the implant of a 3x8mm promus des just proximal to the previously implanted des. The vessel was noted to be "widely patent" with timi grade 3 down the rca. A 3x12mm promus des was selected and advanced through a 6f runway jr4 to be directly stented in the distal rca as it became a posterolateral branch with "spectacular" results of the distal left circumflex (lcx) system with negative residual stenosis and no significant dissection. An eccentric 30% stenosis remained proximal to the vessel that was not intervened upon. There were no additional patient complications reported with the patient's current condition listed as ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device revealed that the runway guide catheter was engaged in a non-bsc introducer sheath. The hub of the guide catheter was detached from the shaft. Magnified inspection of the inner diameter of the hub and the proximal end of the catheter shaft verified that the hub was appropriately secured to the shaft. The portion of the catheter that extended from the hub of the sheath (approximately 50 cm) was severely damaged, exhibiting torque deformation throughout the entire length. The portion of the catheter that extended distally from the sheath exhibited numerous kinks. There was considerable buckling damage on the sheath component of the introducer device. The returned product presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).